Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported that an unidentified substance was present inside a syringe. To support the investigation, thirty sealed flow wrap samples and two photographs were submitted to the quality team for evaluation. Visual inspection of all returned samples identified no defects, imperfections, or foreign matter. The photographs depict a syringe outside of its flow wrap, with brown colored specks visible. No additional information could be discerned from the images. A device history record review was completed for material number 306546, lot 5261627. The review did not identify any quality issues during manufacture that could have contributed to the reported condition, and no related quality notifications were found. All processes and final inspections met specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation, including the analysis of the photographs, the customer reported condition is confirmed. Without the physical sample reflecting the condition documented in the photographs, a probable root cause could not be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported foreign matter inside syringe. Verbatim: as you can see in the photos, there appears to be an unidentified substance inside the syringe. Fortunately, the nurse caught it before use. We checked both floor stock and inventory but did not find any additional syringes from this lot, or any other lot, with similar issues. No patient harm.